Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn from the contrast button to the ok button. The audio bolus button cover was torn. On testing, all the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the button contacts and a dim, discolored display screen.